Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported vascular dissection resulting in hemorrhage cannot be determined. Hemorrhage and vascular dissection are known possible complications associated with mitraclip procedures. Unexpected medical interventions, delay to treatment/therapy and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and restricted posterior leaflet. A mitraclip ntw was inserted and deployed on the mitral valve. A second clip, a mitraclip nt was inserted without issues. However, while steering the second clip, abnormal bleeding was coming from the vascular access. It was noted that arterial pressure was stable and unchanged. However, manual compressions were performed to control the patient¿s bleeding, while closely monitoring the patient¿s hemodynamics until the second clip deployment. The second clip was deployed, and the mr was reduced to a grade of 2. Angioplasty after the procedure finalization revealed that the bleeding was coming from an arterial branch, which was likely lacerated during initial vein puncture. After long manual compression, the complication was solved in the cath lab, with no further bleeding for 24 hours. The patient was reported to be recovering without incident. No additional information was provided.